Manufacturer narrative:
The impella cp and cook sheath were both discarded by the user following patient use, so an evaluation of the device and event were unable to be performed. The console data log analysis is not applicable to this failure mode. A review of the device history record found no other issues related to this failure mode in this lot, in addition there were no other complaints reported related to this failure mode. This failure mode is determined to be low risk index based on moderate severity and very low occurrence (occurrences: 7, usages: 13741, rate: 0.05%) the root cause of leg ischemia was unable to be determined because the product was not returned. No corrective action is recommended at this time because the root cause was unable to be determined. Failures of this type will continue to be monitored and trended. (B)(4).

Event description:
Complainant reported that on (B)(6) 2017 a (B)(6) female patient arrived at the hospital by emergency medical services. The patient presented with a slow ventricular tachycardia (vt) heart rhythm. The patient quickly decompensated. The physicians tried to cardiovert the patient twice without success. The patient required CPR and intubation. An impella cp was placed and the patient's 100% occluded left anterior descending artery (lad) was opened. The patient quickly stabilized. The patient was transferred to another facility. During transfer the impella cp was damaged, causing the pump to stop. On (B)(6), 2017 the first impella cp was removed from the patient and a replacement impella cp was inserted in the patient without issue. Later that day the nurse reported that the patient's insertion side leg was cold, pulseless and mottled. The patient was administered higher doses of pressors and the device purge pressure was lowered. The clinical team then decided to continue supporting the patient with this pump due to patient being hemodynamically unstable. The pump supported the patient for 4 more days. On (B)(6) 2017, after successfully supporting the patient for a total of 5.79 days, the device was removed from the patient as a result of the patient's leg becoming ischemic. During the device explant a surgical closure was performed at the insertion site. The complainant reported that there was no lasting harm to the patient and the patient was in stable condition and doing well.